Manufacturer narrative:
Failure analysis noted that the insulin pump had constant vibration and constant tone due to corroded electronic assembly. The pump had corroded motor assembly, cracked display window corners, scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 158 mg/dl at the time of incident. The customer stated that he went in the pool with the pump on. The pump had water in it and buzzed. He removed the battery and reservoir but when placed the battery back the screen went dark and none of the buttons worked. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.